Event description:
Defective medical device. No harm to patient. Item: endo clip, clip applier, 10 mm large, ref # 176625, lot #j4e2843ny, expiration 2029-04-30. When clip was deployed the tips were askew. New medium/large endo clip opened to complete case. Defective disposable or reusable form completed.